Event description:
The customer reported a patch on the image during maintenance of the olympus bronchovideoscope. There was no patient injury reported.

Manufacturer narrative:
B3 - date of event is unknown. Additional information will be provided if available.the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.